Event description:
According to a translation of additional info obtained by the initial reporter, the pt's bjork-shiley convexo-concave mitral heart valve was replaced due to a periprosthetic leakage with severe chronic hemolysis.